Event description:
It was reported that catheter entrapment occurred. Two 2.50 mm x 15 mm emerge balloon catheters were used together with 2 different bmw wires consecutively. However, the both devices got stuck with the wires and would not move. The procedure was completed with non-bsc devices. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was blood in the guidewire lumen. The balloon was tightly folded. Microscopic inspection revealed tip damage. The device was functionally tested with a .014 inch guidewire. The guidewire was able to advance with no issues. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that catheter entrapment occurred. Two 2.50mm x 15mm emerge balloon catheters were used together with 2 different bmw wires consecutively. However, the both devices got stuck with the wires and would not move. The procedure was completed with non-bsc devices. No patient complications were reported.